Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1984 the patient presented with head; mid back, and epigastric pain. The patient reported having been in a mva. X-rays of the cervical spine, dorsal spine, and lumbar spine were negative with the exception of partial sacralization of the l5 on the left side. On (B)(6) 1992 the patient presented with pain lower extremity pain and urination frequency; on (B)(6) 2003 the patient presented after a fall with pain left lower extremities and abrasions to the hip and leg. X-rays demonstrated a fracture of the left tibia and fibula. The patient underwent surgery which consisted of closed intermedullary nailing. On (B)(6) 2003 the patient presented post op with significant lower left extremity pain. On (B)(6) 2003 the patient complained of burning and pain in the left ankle. The patient had improved rom and wounds were healing nicely. X-rays demonstrated anatomic positioning and some healing. The doctor was concerned about the patient developing a pain syndrome. The patient was concerned that they may have deep view thrombosis. On (B)(6) 2003 the patient reported falling and presented with anxiety and was concerned about a possible dvt. The patient underwent a u/s left duplex of the extremity veins which showed no evidence of dvt. On (B)(6) 2003 the patient presented for follow-up and medication refills. The patient presented increased anxiety. On (B)(6) 2004 the patient presented for follow-up and medication refills. The patient presented with a anxiety and also tender nodule on the left shin area of one of the surgical scars. The patient also reported that the leg hurt when it had to bear weight. On (B)(6) 2004 the patient presented with pain in the left leg after experiencing a fall. On (B)(6) 2004 the patient presented for follow-up and medication refills. The patient complained of pain in the left ankle. The patient reported that standing and walking all day was excruciating. There was some swelling and point tenderness to the area of the surgery. On (B)(6) 2004 the patient presented for follow-up and medication refills. The patient chronic pain in the leg and ankle but reported that the previous visits knot seemed to have resolved. On (B)(6) 2004 the patient presented for follow-up and medication refills. The reported passing out the other day at work. An EKG was conducted which came back normal. On (B)(6) 2005 the patient reported that their leg gave out and they fell and they now had shin pain. X-rays were negative (left leg). Imaging studies showed that the prior fractures appeared to be well healed and alignment good. On (B)(6) 2005 the patient presented after an altercation with headaches, left foot pain, and multiple injuries to upper and lower extremities. The patient reported being struck on the head with a baseball bat. X-rays and CT scans were negative (foot and head respectively). On (B)(6) 2005 the patient presented for follow-up and medication refills. The patient presented with chronic pain in the left lower leg and ankle and anxiety. On (B)(6) 2005 the patient presented with left lower extremity pain &#63499;nee down to ankle (onset approx 2 years prior). On (B)(6) 2006 the patient presented for follow-up and medication refills. The patient reported that they had been told by their other doctor that if they removed the screw that was causing the pain the patient might end up worse than they already were. On (B)(6) 2006 and (B)(6) 2006 the patient presented for follow-up and medication refills. The patient presented chronic bone pain post left tib/fib fracture with im nailing and anxiety. A drug screen was positive for thc. On (B)(6) 2006 the patient presented with leg pain. The patient reported having been in a truck accident. The pain was located over the proximal aspect of the distal leg over the proximal tibia. The patient had titanium rods and plates in leg from a previous surgery. The patient also reported having had a fall. X-rays showed hardware in place and no abnormalities. On (B)(6) 2006 the patient presentedwith multiple trauma. The patient reportedly was in a mva (unrestrained passenger roll over accident) and complained of left lateral rib cage pain, lower back pain, and right foot pain. A chest x-ray normal. A cervical spine x-ray showed degenerative disk disease at c5-6 and c6-7 levels. Lumbar spine x-rays were taken which showed mild sclerotic curvature of the lower lumbar spine. Right foot x-rays were negative. On (B)(6) 2006 the patient presented with neck and back pain and underwent a cervical spine MRI which demonstrated a posterior disc bulge at c5-6. A lumbar spine MRI showed a posterior disc extrusion with moderate spinal stenosis and moderate bilateral neural foraminal stenosis. On (B)(6) 2006 the patient presented for follow-up on chronic left distal leg/ankle pain and anxiety. The assessment was : contusion to the left anterior rib cage; contusion to the right calcaneus; degenerative disc disease c5-c6, c6-7 disc levels (unrelated to mva); scoliotic curvature of the lower lumbar spine (unrelated to mva); post left tib/fib fracture with im nailing and subsequent chronic bone pain; and anxiety. On (B)(6) 2006 the patient presented with neck and lower back pain with numbness and tingling in the hands and feet. A nerve conductive study was conducted and was normal for the upper extremities. The nvc of the lower extremities showed left early peroneal neuropathy and left s1 radiculopathy. On (B)(6) 2007 the patient presented for follow-up and medication refills. The patient was in tears due to their low back pain. Per a previous MRI there was a possibility of a bulging disc. The patient reported that since the (B)(6) mva the pain was much worse. The patient also reported increasing anxiety and an increased incident of crying. On (B)(6) 2007 the patient, in a disability evaluation, reported left leg, low back and bilateral shoulder pain. The patient also reported that they could not sit or stand or very long and that they experienced anxiety, depression, panic attacks, and difficulty sleeping. On (B)(6) 2007 the patient presented with herniated disc. The patient underwent an ap and lateral chest x-ray which was normal. On (B)(6) 2007 the patient presented with back pain and seizure like activity. They had not had a seizure prior to this. A head CT was taken - no abnormalities were noted. A left tibia/fibula z-ray was taken. No acute abnormality. Urinalysis. Abnormal ketones, blood, nitrate, leukocytes, rbc, wbc, and bacteria . On (B)(6) 2007 the patient presented with lumbar disc displacement, anxiety and migraine. On (B)(6) 2007 and (B)(6) 2007 the patient presented for follow-up and medication refills. The patient presented depression, insomnia, anxiety, chronic neck, and low back pain and left leg bone pain. On (B)(6) 2008 the patient presented with insomnia leg and, neck, and back pain. On (B)(6) 2008 the patient presented with herniated lumbar disc and herniate cervical disc. A MRI of the cervical spine showed mild central protrusion of the disk material at c3-c4; degenerative change at c5-5 with associated spinal stenosis and similar but less marked change s at c6-7. A MRI of the lumbar spineshowed a large extruded disc on the left at l4-5. On (B)(6) 2008 the patient presented for follow-up and medication refills. The patient reported muscle spasm and pain in the right posterior neck and shoulder. On (B)(6) 2008 the patient presented for follow-up and medication refills. The patient presented depression, insomnia, anxiety, chronic neck, low back, left leg, and ankle pain. The patient also complained of spasms in their right lateral chest wall and back. The patient stated their disability was approved. On (B)(6) 2008 the patient presented with lower back pain and lower extremity pain with tingling, numbness and motor weakness. The patient presented with the preoperative diagnosis of a herniated lumbar disk, l4-5. The patient underwent a lumbar discectomy, l4-5. Non patient complications were noted. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 and (B)(6) 2008 the patient presented for follow-up and medication refills. The patient presented depression, insomnia, anxiety, chronic neck, low back, left leg, and ankle pain. On (B)(6) 2008 the patient presented with edema in lower extremities; knot in left knee; left side pain when breathing; and dizziness. An ap chest x-ray was taken. No acute distress. Cbd, bmp and beta natriuretic peptide labs were conducted which were all unremarkable. On (B)(6) 2008 the patient presented with disc degeneration. The patient underwent a MRI which demonstrated a relatively large amount of edema centered around the l4-l5 disc space and there is disk space narrowing which is similar or perhaps slightly greater than on the previous study ((B)(6) 2008). The amount edema raises the possibility of an inflammatory process; however there was no enhancement the disc itself, so an active inflammatory process was less likely. There was some non-enhancing material with the scar just to the left of the thecal sac. On (B)(6) 2008 the patient presented with persistent low back pain, neck pain, leg pain, daily headaches and tingling and numbness in feet and hands. The patient also reported that the pain in their lower back interfered with daily living. The doctor&#62688;notes mention a cervical spine MRI which revealed disc herniation at c5-c6. On (B)(6) 2008 the patient called in reporting neck and mid to low back pain. On (B)(6) 2009 the patient presented for follow-up and medication refills. The patient presented depression, insomnia, and anxiety. The patient was positive for thc on the drug screen. On (B)(6) 2009 the patient presented for follow-up and medication refills. The patient presented depression, insomnia, anxiety, and fluid retention. The patient requested smoking cessation help. On (B)(6) 2009 the patient presented with anxiety and depression. The patient reported that they had been having seizures and had been told that they were due to pain, nerves, and stress. They wanted a referral to someone else who would address the seizures. On (B)(6) 2008 the patient presented with persistent and worsening and severe pain in the lower back and down the hip with slightly better left leg pain. The patient also complained headaches and moderate neck pain that radiates into both upper extremities with tingling, numbness and weakness in both extremities on (B)(6) 2009 the patient presented with dysuria. High monocytes, high mch, low ast and alt. Positive for cannabinoids on (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011 the patient presented for follow-up and me dication refills. The patient presented with chronic neck and low back pain; insomnia; depression; and/or anxiety. On (B)(6) 2009 in a doctor's note, it referenced a nerve conductive study on the lower extremities that showed left early peroneal neuropathy and left s1 radiculopathy. It also reported the patient having on going back and neck pain with headaches. On (B)(6) 2010 the patient presented with lumbar disc displacement with the secondary diagnosis of lumbar sprain. The patient underwent a lumbar spine MRI which demonstrated post op changes following left l4-l5 laminectomy, discectomy with extensive enhancing scar tissue displacing and compressing the thecal sac. In addition it showed a small area of abnormal signal which was noted on the left paracentral suggestive of a small free fragment. On (B)(6) 2010 the patient presented with lumbago and degenerative disc disease with the secondary diagnosis of dysthymic disorder and hypertension. Labs showed low chloride, high mch and high monocytes. Urinalysis ketone abnormal. Pa and lateral chest x-ray. No acute cardiopulmonary process. ************************************************************************ ************ on (B)(6) 2010 the patient presented with severe lumbar pain and left lower extremity pain and the post operative diagnosis of l4-5 d egenerative disk disease with instability and radiculopathy. The patient underwent surgery which consisted of left transfacet approach for discectomy; l4 inferior laminotomy, l5 superior laminotomy, l4-5 medial facetectomy for decompression of the left l4-l5 nerve root; transpedicular screw instrumentation, bilateral, at l4 and l5; transforaminal interbody arthrosis using peek cage and local bone graft for arthrodesis and infuse bmp, l4-5; and bilateral posterolateral arthrodesis using compression resistant matrix, infuse, and local bone graft, l4-5. Per the operative report a peek cage of the same size was then packed with infuse and local bone graft that had been morselized previously. The infuse which was of a large package was cut in 3 equal pieces, 1 of these pieces was again curt into thirds. It was placed into the peek cage along with locally harvested bone graft. Another was placed anterior with morselized bone graft into the disk space. The interbody cage was packed with bone graft. The peek cage was inserted in a transforaminal fashion ensuring that there was no trauma to both the transversing and exiting nerve roots. The cage was the turned to the correct position and packed anteriorly, intraoperative x-rays were used to verify the good position of the graft and the pedicle screws, the remainder of the morselized bone graft was placed posterior to the peek cage and tisseel was applied on top of the local graft. The 40 mm rods were then placed into the pedicle screws .these were tacked down and compressed and the caps removed. Then the compress ion resistant matrix along with the morselized bone and bmp sponge was placed into the bilateral gutters from the transverse processes of l5 and l5. Nims monitoring was used throughout as appropriate and no abnormal discharges were noted. The patient underwent a lumbar spine x-ray which showed pedicle screws at l4 and l5 and interbody fusion separating the vertebral bodies. No mal-alignment was evident. No patient complications were noted. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with backache. On (B)(6) 2010 the patient presented with backache with the secondary diagnosis of lumbo sacral disc disease, spinal stenosis, and ar throdesis. A lumbar spine CT was taken which showed posterior fusion at the l4-l5 level with intact hardware in anatomic alignment and degenerative disk disease with central stenosis at the l5-s1 level. On (B)(6) 2010 the patient presented with cervicalgia and the secondary diagnosis of cervical disc degeneration. A cervical spine MRI was conducted which showed multilevel degenerative disc changes that looked slightly progressive compared to a prior study. Sagittal views were suspicious for foraminal narrowing from spurs, especially at c6-c7. There multi-level disc bulges. It should be noted that the patient was unable to remain motionless for clear details at the two lowest most affected disk levels. On (B)(6) 2010 the patient presented for a pre-op exam with cervical disc displacement, and the secondary diagnosis of malaise, fatigue, and shortness of breath. On (B)(6) 2010 the patient underwent a chest pa and lateral x-ray which was normal. An EKG was taken which was normal. On (B)(6) 2011 the patient presented with cervical hnp, fatigue, and shortness of breath. On (B)(6) 2011 the patient underwent pre surgery chest x-rays which were normal. On (B)(6) 2011 the patient presented with pain and the preoperative diagnosis of herniated cervical disc c5-6 and c6-7. The patient u nderwent surgery which consisted of an anterior cervical discectomy with fusion using structural arthrodesis at c5-6 and c6-7; anterior cervical instrumentation, c5-c7; and modification of structural bone graft. Intra-operative x-rays showed instrumentation in good position - no apparent mal-alignment. No patient complications were noted. On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented with neck pain, cervicalgia and cervical spondylosis with the secondary diagnosis of hypertension and arthrodesis. Lab work was conducted which showed low potassium, low chloride, low sodium, and low alanine aminotransferase. A cervical spine CT was conducted which showed reversal of the usual lordosis with the apex at c4; anatomic alignment; and diffuse degenerative change throughout the region of the previous fusion (c5, c6, and c7). A cervical spine x-ray demonstrated no mal-alignment evidence. On (B)(6) 2011the patient presented for follow-up and medication refills. The patient presented depression, insomnia, anxiety, hypertension, and chronic low and neck pain. On (B)(6) 2011 the patient presented with abdominal pain and vomiting and was admitted to hospital. Lab work was taken which showed some abnormal results: high lymphocytes, low sodium, low albumin, and low globulin. A urinalysis was abnormal for blood, specific gravity and bacteria. The diagnosis was cholelithiasis. An ultrasound was taken of the gallbladder which showed &#62668;udge versus small stones in the gallbladder. The patient also presented with the secondary diagnosis of hypertension, analgesics allergy, epilepsy, and diarrhea. On (B)(6) 2011 the patient with the preoperative diagnosis of cholelithiasis and underwent a gallbladder, laparoscopic cholecystectomy. No complications were noted. A biopsy was conducted which showed no malignancy. On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented chronic neck and low back pain; hypertension, insomnia, anxiety and depression. On (B)(6) 2011 the patient presented with chronic neck and low back pain; depression, anxiety, and insomnia. On (B)(6) 2012 the patient presented with cervicalgia, lumbago, degenerative disc disease, and arthrodesis. The patient underwent a MRI of the cervical spine which demonstrated a reversal of the usual lordosis and central disc herniation at c3-c4. The patient was post fusion procedure at c5, c6 and c7. There alignment appeared anatomic. A lumbar spine MRI was conducted which showed the patient to be status post previous fusion at l4-l5 with anatomic alignment. On (B)(6) 2012 the patient presented with lower back and neck pain and bilateral shoulder pain and hand pain with occasional numbness. The patient described the pain as interfering with daily living. On (B)(6) 2012 the patient presented with benign hypertension; depressive disorder, anxiety, insomnia, and convulsions. Lab work was taken which showed some abnormal results: low albumin, low hdl, high ldl. On (B)(6) 2012 the patient presented for a spinal cord stimulator trial psychological evaluation with lumbar post laminectomy syndrome. The patient reported chronic severe daily pain and decreased sexual ability and lifestyle due to the chronic pain. The patient reported experiencing symptoms of depression and also experienced anxiety, irritation, and difficulty with concentration. Diagnostic impression: major depressive disorder; generalized anxiety disorder, ptsd, and pain disorder. On (B)(6) 2012, (B)(6) 2012, (B)(6) 2013 the patient presented with neck, lower back, and left leg pain which affects daily living. On (B)(6) 2012 the patient presented for follow-up and medication refills. Chronic conditions: lumbago, insomnia, other convulsion, a nxiety, depressive disorder, and hypertension. On (B)(6) 2013 and (B)(6) 2013 the patient presented for follow-up and medication refills. Chronic conditions: lumbago, insomnia, anxiety, depressive disorder, and hypertension on (B)(6) 2013 the patient presented with nausea; left leg, lower back and neck pain. The patient reported that they could not sit or stand long due to the pain. On (B)(6) 2013 the patient presented with anxiety/depressive disorder and hypertension. Lab work was taken which showed some abnormal results: high sodium, high chloride, low partate aminotransferase, and high alanine aminotransferase. On (B)(6) 2013 the patient presented for a 6 month follow-up and medication refills. The patient presented significant pain and nausea when the pain is bad. There was a mention in the doctor&#62688;notes that the patient had been discharged from the pain clinic. Chronic conditions: lumbago, insomnia, anxiety, depressive disorder, and hypertension.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient presented with lumbar disc displacement. On (B)(6) 2008, the patient presented with a sprain of the neck. On (B)(6) 2009, the patient presented with anxiety. On (B)(6) 2009, the patient presented with cervical disc degeneration. On (B)(6) 2009, the patient presented with lumbar disc displacement. On (B)(6) 2009, the patient underwent a drug screen. On (B)(6) 2009, the patient presented with lumbar disc displacement. On (B)(6) 2009, the patient presented in ER with convulsions/epilepsy. The patient underwent various labs. On (B)(6) 2009, the patient was discharged from hospital. On (B)(6) 2009, the patient presented with lumbar sprain. On (B)(6) 2009, the patient presented with anxiety. On (B)(6) 2009, the patient presented with a migraine. On (B)(6) 2010 the patient presented in anxiety. On (B)(6) 2010, the patient presented with palpitation and underwent various labs including but not limited to thyroid. On (B)(6) 2010, the patient presented with lumbar disc displacement on (B)(6) 2010, the patient underwent a screening for neuropathy. On (B)(6) 2010, the patient presented with lumbar disc degeneration. On (B)(6) 2010, the patient presented with a tachycardia and underwent anelectrocardiogram. On (B)(6) 2010, the patient presented with lumbar disc degeneration. On (B)(6) 2010, the patient presented with lumbar disc degeneration. On (B)(6) 2010, the patient presented with cervicalgia. On (B)(6) 2010, the patient underwent various labs. On (B)(6) 2010, the patient presented with lumbago. On (B)(6) 2010, per medicaid records, the patient underwent chest x-rays. On (B)(6) 2011, the patient presented with lumbago. On (B)(6) 2011, the patient presented with benign hypertension. On (B)(6) 2011, the patient presented with cervicalgia and hypopotassemia. The patient underwent various labs. On (B)(6) 2011, per medicaid records, the patient presented in ER with right upper quadrant abdominal pain and vomiting. The patient underwent various labs. On (B)(6) 2011, the patient presented with chroniccholecystitis. On (B)(6) 2012, per medicaid records, the patient presented with lumbar disc degeneration. On (B)(6) 2012, the patient presented with lumbago and underwent various labs. On (B)(6) 2012, the patient presented with post laminectomy syndrome. On (B)(6) 2013, the patient presented with lumbar disc degeneration. On (B)(6) 2013, the patient presented with lumbar disc degeneration. The patient received a triamcinolone acetonide injection. On (B)(6) 2014, the patient presented with a vit d deficiency and underwent various labs. On (B)(6) 2014, the patient presented with hypertension. On (B)(6) 2014, the patient presented with right lower quadrant abdominal pain. On (B)(6) 2006, per billing records, the patient underwent cervical and lumbar spine x-rays. On (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010 per billing records, underwent one or more of the following: hot and cold therapy, electrical muscle stim. Ultrasound, inter-segmental traction, massage therapy, and/or spinal adjustment. On (B)(6) 2009, per (B)(6) billing records, the patient underwent various labs including but not limited to a drug screen and cmp. On (B)(6) 2009, per (B)(6) billing records, the patient underwent a drug screen. On (B)(6) 2010, per (B)(6) billing records, the patient underwent a drug screen. On (B)(6) 2010, per (B)(6) billing records, the patient underwent a CT scan of the lower spine. On (B)(6) 2011, per (B)(6) billing records, the patient underwent an abdominal and pelvic CT. On (B)(6) 2012, per (B)(6) billing records, the patient underwent a drug screen. On (B)(6) 2012, per (B)(6) billing records, the patient underwent a drug screen. On (B)(6) 2013, per (B)(6) billing records, the patient underwent a drug screen. On (B)(6) 2013, per (B)(6) billing records, the patient underwent a drug screen and also rec'd an influenza vaccine. On (B)(6) 2014, per (B)(6) billing records, the patient underwent a CT scan of the abdomen. The patient also underwent various labs which included but were not limited to a cmp and urinalysis. On (B)(6) 2014, per (B)(6) billing records, the patient presented in ER and received a ketorlac injection for pain. The patient underwent a urinalysis. On (B)(6) 2014 per (B)(6) billing records, the patient participated in a tobacco screening and received tobacco cessation counseling.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2006 chest x-rays pa and lateral views appear normal (B)(6) 2006 cervical spine series ap, lateral and obliques show early disc space narrowing and lordosis reversal through the middle segments, but no evidence of trauma, fracture or dislocation (B)(6) 2006 lumbar spine series ap, lateral and obliques show early disc space narrowing at l4, but no evidence of trauma, fracture or dislocation (B)(6) 2006 ankle series right ap, lateral and mortise views are normal. On (B)(6) 2006 foot series right ap, lateral and oblique are normal without evidence of trauma or deformity (B)(6) 2007 head CT (trauma) no comment (B)(6) 2007 x-ray left tibia/fibula two lateral views of the left tibia are shown. Both show a russell-taylor type static locked im nail with two proximal and two distal interlocking screws. The previous fracture is well healed at the middle third/distal third junction. Knee above and ankle below appear unaffected (B)(6) 2008 cervical MRI desiccation is seen of all cervical discs. Bulging is seen at c3, c6 and c7 that abut but do not yet indent the cord. Axial views again show cord compression at c6 on the left with foraminal stenosis at that level. On (B)(6) 2008 lumbar MRI sagittal t2 view shows large l4 hnp with sequestered fragment. This is quite large and is central and slightly left paracentral. Axial views show near complete collapse of the dural sac at this level and a 80% fill of the canal by disc material. Other levels appear satisfactory. No evidence of instability is seen on any of these studies. On (B)(6) 2008 chest x-rays pa and lateral views show normal chest x-ray (B)(6) 2008 lateral lumbar x-ray interoperative lateral on the table verifying that the probe is over the l4 disc (B)(6) 2008 chest x-ray normal study (B)(6) 2008 lumbar MRI study performed with and without contrast after discectomy done left paracentral at l4. Within the postoperative scar which is substantial there appears to be an unenhancing disc fragment that is displacing the dural sack to the right. It is encased in scar. Considerable disc space collapse and endplate edema has developed since the discectomy with evidence on sagittal view of recurrent hnp as well. On (B)(6) 2010 lumbar MRI stenosis persists at l4 with scar/disc displacing the dural sac to the right. Large recurrent hnp is verified on sagittal views image 7/14. On (B)(6) 2010 lumbar MRI scout film shows previous pedicle screw construct at l4/5 with interbody spacer. Patient is noted to be very obese. Some heterotopic bone is seen in the insertion track for the interbody spacer on the left. This could create pressure on the exiting l4 root and transitioning l5 root. Pedicle screws and rods are in good position. Aberrant facet joint is noted in the far left at the lateral anterior margin of the si joint creating a type of sacralized l5. On (B)(6) 2010 cervical MRI degenerative disc disease is seen with reversal of the normal lordosis through the cervical spine from c2 through c6. Disc bulging is noted at c2, c3, c4, c5 and c6. These place indents in the spinal cord as seen in sagittal view. Stenosis is seen at c5/6 with compression of the spinal cord in midline. On (B)(6) 2010 chest x-rays pa and lateral shows normal lung fields with increased hilar markings. Cardiac shadow is normal, normal diaphragm, ribs, bony anatomy and mature female breasts. On (B)(6) 2011 chest x-rays pa and lateral shows normal lung fields with increased hilar markings. Cardiac shadow is normal, normal diaphragm, ribs, bony anatomy and mature female breasts. On (B)(6) 2011 cervical spine series interoperative lateral view with needle placed into the c5/6 disc space. Postoperative film with grafts and plate with screws spanning c5-c6-c7. On (B)(6) 2011 cervical spine CT shows recent discectomy with fusion construct from c5 to c7 with plate and grafts spanning the c5 and c6 disc spaces. No stenosis resides under the plate although lateral uncovertebral joints were not completely decompressed. On (B)(6) 2011 us gallbladder no comment (B)(6) 2012 cervical MRI t2 sagittal view shows interval worsening of the c3/4 disc protrusion, creating some indentation on the spinal cord. Indents seen previously at c5 and c6 have been removed. Spine remains kyphotic. Axial views show central hnp at c3/4 compressing the cord, but without signal changes within the cord. On (B)(6) 2012 lumbar MRI solid fusion is verified at l4/5. Conus is at l1, no stenosis is seen on axial views remaining. There is some scaring on the left at the insertion track of the spacer of l4. Nerve compression cannot be verified.

Event description:
On (B)(6) 2009, the patient underwent various labs including but not limited to a drug screen and cmp. On (B)(6) 2009, the patient underwent a drug screen. On (B)(6) 2010, the patient underwent a drug screen. On (B)(6) 2010, the patient underwent a CT scan of the lower spine. On (B)(6) 2011, the patient underwent an abdominal and pelvic CT. On (B)(6) 2012, the patient underwent a drug screen. On (B)(6) 2012, the patient underwent a drug screen. On (B)(6) 2013, the patient underwent a drug screen. On (B)(6) 2013, the patient underwent a drug screen and also rec'd an influenza vaccine. On (B)(6) 2014, the patient underwent a CT scan of the abdomen. The patient also underwent various labs which included but were not limited to a cmp and urinalysis. On (B)(6) 2014, the patient presented in ER and received a ketorlac injection for pain. The patient underwent a urinalysis. On (B)(6) 2014 the patient participated in a tobacco screening and received tobacco cessation counseling. On (B)(6) 2003, the patient participated in physical therapy. On (B)(6) 2005, the patient presented in ER and underwent left leg x-rays. On (B)(6) 2010, the patient underwent labs for bun and creatinine levels. On (B)(6) 2014, the patient presented with pain and received hydromorphone and promethazine. On (B)(6) 2010 the patient presented with palpitations and high blood pressure. The patient underwent various labs including a cmp, cbc and drug screen. On (B)(6) 2010 the patient underwent various labs which revealed high creatinine, granulocyte, monocytes and eosinophil's and low rbc and basophil levels. On (B)(6) 2014 the patient presented in ER with severe lower abdominal pain and "vagina pain". The patient stated they had an ovarian cyst. Per the encounter notes the patient had been in one week prior for the same complaint and per the patient "they couldn't find a thing". The patient also reported that they would be seeing an ob/gyn the following day.

Manufacturer narrative:
(B)(4). Review of radiographic imaging found as follows: (B)(6) 2006 pa and lateral chest x-rays appear normal. Cervical x-ray series shows degenerative collapse of disc spaces at c5 and c6 creating localized kyphosis here.. Obliques show no foraminal stenosis. Open mouth odontoid is normal. Lumbosacral x-ray series shows sacroiliac sclerosis bilaterally, navel ring. Spine appears relatively normal. Mild disc space narrowing is seen at l5/s1. Ap, mortise, and three views of the right foot are normal (B)(6) 2007 ap, lateral and oblique of left tibia showing static locked rt nail with two transfixing screws above and two below. Ripple in cortex of tibia at junction of middle and lower thirds suggests a remote, well-healed fracture. Brain CT shows no fractures, deviations, intracranial bleeding or other pathology. (B)(6) 2008 cervical MRI desiccation of cervical discs with flattening of the normal cervical lordoss is evident. Midline disc bulging is note at c3/4, c5/6 and c6/7. Axial views show foraminal stenosis on the left at c5/6 with hnp and uncovertebral joint hypertrophy. Lumbar MRI shows clear central disc protrusion at l4 with resultant central canal stenosis. Axial views show left paracentral hnp with stenosis, central and left foraminal encroachment affecting the l5 root and roots distal. (B)(6) 2008 chest x-ray two views appears normal (B)(6) 2008 cross table lateral x-ray shows freer elevator at the l4/5 disc space. Patient appears to be on wilson frame for surgery. (B)(6) 2008 chest x-ray appears normal (B)(6) 2008 lumbar MRI shows l4 disc area postoperatively. Abundant scar now replaces the herniation, deviating and compressing the central dural sac. L5 root appears encased in scar. Contrasted t1 image show non enhancing area within the scar likely a recurrent herniation causing considerable compression of dural sac and l5 root. Stir sagittal views show edema in the lower half of l4 and upper half of l5 with disc space desiccation.(B)(6)2010 chest x-ray pa and lateral are normal (B)(6) 2010 lumbar MRI shows resolution of much of the edema within l4 and l5. There is a clear recurrent herniation left side which enhances on gadolinium t1 and stir images in the same location as that seen in the (B)(6) 2008 study. (B)(6) 2010 chest x-ray pa and lateral appear normal (B)(6) 2010 cross table lateral x-ray shows freer elevator over upper l5/s1 facet, proximal to the l5 disc space. Ap and lateral inter operative lumbar x-rays show pedicle screw placement at l4/5. Initially the right l5 screw is mal-positioned ho wever second attempt shows the right l5 screw in satisfactory position. (B)(6) 2010 lumbar CT shows the construct placed in june at l4/5. The left l5 screw is lateralized and penetrates antero-laterally for about 8-9 mm. Spacer is in good position. Heterotopic bone is seen developing within the insertion tract of the spacer on the left side. Sagittal and axial fine cuts show continuity of bone across the disc space. (B)(6) 2011 cervical x-rays two lateral views the first a localization view shows a pin in c5/6, the second showing the final acdf product with allograft, plate and screws at c5-c6-c7. (B)(6) 2011 gallbladder ultrasound not interpreted (B)(6) 2012 MRI cervical sagittal t2 views show previous construct from c5 to c7. There is a slight kyphosis through this site but no evidence of stenosis is present. Fusion appears solid. Metal remains intact. Some cord flattening is appreciated on axial views at c3/4 due to stenosis and disc bulge. Lumbar MRI t2 l4/5 construct with screws and spacer are again seen. Sagittal views verify solid fusion across l4/5. There is no central stenosis seen. Foramen is free at l4 on the right but artifact obscures the exiting root on the left. Axial views show possible heterotopic bone on the left in the tract created by spacer insertion.

Event description:
On (B)(6) 2006 the patient presented with head, shoulder, left hip and left foot pain; numbness and tingling in both hands; and occasional tingling in right foot. On (B)(6) 2006 the patient presented pain and underwent x-rays of the lumbar spine which showed a mild scoliotic curvature of the lower lumbar spine. With convexity toward the patients left side. A right ankle x-ray was taken which was negative. Cervical spine x-rays showed a reversal of normal lordotic curvature on the lower cervical spine. Degenerative disc disease at c5-6 and c6-7 with loss of disc height and degenerative endplate spur formation. A chest x-ray was taken which was normal. On (B)(6) 2006 the patient presented with constant pain in head, neck, arms, ribs, and left hip. The patient also reported spasm; numbness in hands, fingers, toes, and feet; back stiffness; neck stiffness; sleep difficulty; and tension. On (B)(6) 2006 the patient presented with constant headache; sharp neck pain; soreness and pain in left rib; numbness in hands and feet; aching pain in right leg. The patient stated they could not put much weight on right foot. On (B)(6) 2006 the patient presented with headaches; tingling in arms; constant pain in neck; numbness in fingers; sharp pain in back; numbness in toes; and a burning sensation in the right leg. On (B)(6) 2006 the patient presented with headaches; pain in arms; tingling in arms; numbness in fingers; painful ribs; sharp pain in hip and legs; numbness in toes; and muscle cramps in legs and arms. The patient reported getting more and more sore. On (B)(6) 2006 the patient presented with constant headache; throbbing pain in neck; burning pain in legs; right arm pain; and tingling and numbness in fingers. The patient also stated they could not put weight on their right foot. On (B)(6) 2006 the patient presented with pain in neck and shoulder with a pulling feeling. On (B)(6) 2006 the patient presented with throbbing pain in neck; aching pain in right shoulder and arms; constant pain in back; numbness and tingling in fingers and feet; and severe pain in ribs. The patient also reported pain in right heel with weight. On (B)(6) 2006 the patient presented with headaches; pain in neck, right hip, and lower back; tingling in legs and feet; pain on trying to raise left arm; and a burning sensation in right arm. On (B)(6) 2006 the patient presented with throbbing headaches; pain in shoulders, neck, and back; numbness and tingling in arms and fingers; a burning in sensation in legs; and extreme pain in right ankle. On (B)(6) 2006 the patient presented with headaches; throbbing pain in neck and shoulders (left > right); numbness and tingling in legs and fingers; and constant throbbing pain in low back. On (B)(6) 2006 the patient presented with intermittent headaches; pain in neck radiating into shoulders; numbness in fingers with tingling; tingling in legs; and constant back pain. On (B)(6) 2006 the patient presented with bad headache; sharp pain in neck and left shoulder; tingling in arms and hands; low back throbbing pain radiating into legs; painful ribs; and tingling in feet. On (B)(6) 2006 the patient presented with mild headache and pain in neck, shoulders, arms, low back, and legs. On (B)(6) 2006 the patient presented with severe headache; tingling in hands; numbness in left leg; and pain in shoulders, arms, legs, toes, neck, and back. On (B)(6) 2007 the patient presented with neck, right shoulder, left arm, right hand, low back, leg, and foot pain. Pain was described as constant and throbbing. The patient also reported muscle spasms in the arms and legs; tightness in back; and numbness and tingling in toes. On (B)(6) 2007 the patient presented with headaches and pain in back, right shoulder, arms, legs, and back. The patient reported that they had been "really sore" the past week especially the right shoulder and right side back. On (B)(6) 2007 the patient presented with neck, right shoulder, left arm, right hand, and low back pain. The patient also reported spasms in the left arm, legs, and mid back; numbness and tingling in legs, feet and toes; and throbbing pain in shoulders. On (B)(6) 2007 the patient presented with right shoulder, low back, and right leg pain. On (B)(6) 2007, the patient presented with a constant throbbing constant pain in the neck, shoulders, and right leg. On (B)(6) 2007 the patient underwent a drug screen which was positive for thc and opiates. On (B)(6) 2007 the patient presented with pain in neck, shoulder, and low back. The patient reported sleeplessness. On (B)(6) 2007 the patient presented with and constant pain in neck, shoulders, hand, bilateral arm, bilateral leg and low back. The patient reported constant numbness in hands. The patient also reported migraines and anxiety. On (B)(6) 2007 the patient presented with migraine and pain in neck, shoulders, hand, arm, left leg and low back. The patient reported constant numbness in hands. On (B)(6) 2007 in a certificate to return to work/school it references that the patient neural foraminal stenosis and "no work" status. On (B)(6) 2007 the patient presented with pain in neck, arms, left leg and low back. The patient reported tingling in arms and tightness in the hands in the mornings. The patient had the status of "no work". On (B)(6) 2007 the patient presented with pain in neck, arms, left leg and low back. The patient reported numbness in hands and feet; worsening depression and anxiety; and restless nights. On (B)(6) 2007 the patient had the status of "no work". On (B)(6) 2007 the patient presented with constant pain in head, neck, right shoulder, right arm, legs, and low back. The patient reported numbness in legs and shoulders which felt heavy and dull. On (B)(6) 2007 the patient presented with constant pain in head, neck, right shoulder, right arm, legs, and low back. The patient reported numbness in arms at night. On (B)(6) 2008 the patient presented with constant pain in head, neck, shoulders, arms, legs, and back. On (B)(6) 2008 the patient presented with constant pain in head, neck, shoulders, arms, legs, hips, and back. The patient reported numbness in hands. On (B)(6) 2008 the patient presented with constant pain in head, neck, shoulders, arms, legs, and back. The patient described shooting pain into each leg and numbness and tingling at night. On (B)(6) 2008 the patient had the status of "no work". On (B)(6) 2008 the patient presented with constant pain in head, neck, shoulders, arms, legs, and back. The patient reported tingling and numbness in arms and hands. On (B)(6) 2008 the patient presented with constant pain in head, neck, shoulders, arms, legs, hip and back. On (B)(6) 2008 the patient presented with constant pain in head, neck, shoulders, arms, legs, and back. The patient reported tingling and numbness in arms, shoulders, and hands. On (B)(6) 2008 the patient presented with pain in head, neck, shoulders, arms, legs, and back. The patient reported severe pain and limited rom (unable to twist, limited ability to raise right arm). On (B)(6) 2008 the patient called in reporting neck and mid to low back pain. The patient's was prescribed a cane to help with "gait issues". On (B)(6) 2008 the patient presented degenerative disc disease and underwent a lumbar MRI which showed (in comparison to (B)(6) 2008) a relatively large amount of edema centered on the l4-5 disc space and disc space narrowing. There was no enhancement of the disk so an inflammatory process was possible but not likely. There was some non-enhancing material within the scar just off the left of the thecal sac (possible recurrent herniated disc at that level). On (B)(6) 2009 the patient underwent lipid/iron <(>&<)> tibc labs which were normal. On (B)(6) 2009, the patient presented with pain in head, neck, shoulders, arms, legs, and back. On (B)(6) 2009 the patient presented with constant sharp pain in head, neck, shoulders, left leg, mid, and low back. On (B)(6) 2009 the patient presented with head, neck, and shoulder, low back, mid back, hip, and leg pain. The patient also complained of tingling and numbness in both hands/fingers. The patient reported inability to sleep due to pain in right hip and legs. On (B)(6) 2009 the patient presented with headaches and neck, low back, mid back, left foot, left ankle, right leg pain and wrist pain. The patient also complained of tingling in the left hand. On (B)(6) 2009 the patient presented with headaches and neck, shoulder, low and mid back, left foot, left ankle and right leg pain. The patient also complained of tingling in the left hand. On (B)(6) 2010 the patient presented with headaches, some nausea, vomiting, neck pain, and back pain which radiated into the lower extremities with tingling and numbness. The patient reported some bowel and bladder disturbances. On (B)(6) 2010 the patient presented with headaches and neck, shoulder, low and mid back, left foot, left ankle and right leg pain. The patient reported constant pain "all over her body." The right leg was numb. On (B)(6) 2010 the patient underwent a drug screen which was positive for tca, opiates, and benzodiazepines. On (B)(6) 2010 the patient presented with headaches, back pain, and neck pain. Assessment: post traumatic neck pain; post traumatic cervical hnp; post traumatic lumbar pain; and post traumatic cervicogenic headache. On (B)(6) 2010 the patient presented with headaches; constant pain in neck and shoulders; tingling and numbness in hands; constant pain in the mid and low back; constant pain in leg, left > right and numbness and tingling in feet. On (B)(6) 2010 the patient presented with right arm, hand, neck, shoulder, low and mid back, and right leg pain. The patient reported numbness and tingling in both arms and hands; sharp pains in neck which radiated to the right arm; and low back pain that radiated bilaterally, left > right. The patient reported not being able to sit, stand, or walk for extended periods. On (B)(6) 2010 the patient underwent a drug screen which was positive for thc, tca, opiates, and benzodiazepines. On (B)(6) 2011 the patient presented with headache, neck pain and low back pain. The patient also reported restricted rom in neck; a drawing sensation in the upper extremities; tingling, weakness; and numbness in the both upper extremities; and limited rom in right shoulder and right arm. Impression: failed back syndrome; post traumatic lumbar pain s/p two surgeries; chronic post traumatic headaches; and djd of the cervical spine with post traumatic neck pain.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, per medicaid records, the patient presented with a vit d deficiency and underwent various labs. Patient presented with headaches, depression, nerves- back, hips, leg, neck, and shoulder pain, blood pressure, arthritis, nausea on (B)(6) 2014 the patient presented for follow up with complaints of anxiety, depression, htn and back <(>&<)> neck pain. Doctor's assessment: anxiety/gad; left leg pain s/p operative repair with metallic foreign body insertion, post laminectomy synd-cerv; post laminectomy synd-lumbar; possible lumbar radiculopathy. On (B)(6) 2014 patient presented with back pain and anxiety and for medication refill. On (B)(4) 2014 the patient presented for follow up with complaints of anxiety, back pain <(>&<)> shoulder pain. Doctor's assessment: anxiety/gad; left leg pain s/p operative repair with metallic foreign body insertion. On (B)(6) 2014 the patient presented for follow up with complaints of anxiety, depression, hypertension, back pain. On (B)(6) 2007, the patient presented for an office visit, but left without being seen by doctor because she was irate that she had to wait as long as she did to be seen. Patient exited the facility via ambulation. On (B)(6) 2011, the patient presented with complaints of nausea and vomiting with abdominal pain. The pain was mostly in the epigastric and upper abdominal area. The patient underwent CT scan of abdomen/pelvis. Impression: normal appendix; no free fluid or acute findings. The patient also underwent some lab tests and urine tests. The patient underwent the following injections as well: morphine; ondansetron; sodium chloride. On (B)(6) 2014, the patient presented for an office visit, with severe abdominal pain. The location of pain was at right, lower and abdominal, radiating to the right side of the lower back. Straightening right leg out aggravated the pain. Associated symptoms included: nausea and back pain. The patient had the following differential diagnosis: abdominal pain, appendicitis, renal store, urinary tract infection, pyelonephritis, constipation. The patient underwent CT scan of abdomen/pelvis. Impression: negative study. The patient also underwent lab tests and urine tests. The patient underwent the following injection procedures as well: hydromorphone; ondansetron. On (B)(6) 2014, the patient presented for an office visit, with abdominal pain. The location of pain was at right and flank, radiating to right groin. Associated symptoms included: nausea and back pain. The patient underwent lab tests and urine tests. The patient underwent the following injection procedures as well: ketorolac. On (B)(6) 2014, the patient was admitted, and underwent x-rays of the lumbosacral spine due to low back pain. Impression: no acute abnormality was detected; degenerative disc/degenerative joint disease at l3-l4, l4-l5 and l5-s1; bipedicular fusion at l4-l5. The patient also underwent x-rays of the cervical spine, with oblique, due to neck pain. Impression: no acute osseous abnormality; mild neural foraminal narrowing at c5-c6 and c6-7 on the left and at c3-c4, c5-c6 and c6-c7 on the right. On (B)(6) 2014, the patient presented with dysfunctional uterine bleeding. The patient had the following pre-operative diagnosis: ex cessive/irregular menstruation. The patient underwent the following procedures: dilation and curettage, hysteroscopy. No patient complications were reported. The patient also underwent some lab tests and urine tests. The patient underwent the following injection procedures as well: ketorolac, promethazine, midazolam, ondansetron, and lactated ringers. On (B)(6) 2014: the patient presented with the following diagnosis: female genital symptoms, not otherwise specified; excessive menstruation. The patient underwent lab tests. On (B)(6) 2014, the patient presented with indication of cough and underwent x-rays of the chest. Impression: no acute process. The patient also underwent x-rays off chest due to "soa." Impression: no acute process. On (B)(6) 2014, the patient underwent electrocardiogram due to chest pain which demonstrated normal results. On (B)(6) 2014, the patient presented with unspecified chest pain, and underwent cardiac echo test. The patient also underwent cardio stress test tracing. Conclusion: no chest pain was reported during the test. The patient underwent "nm" myocardial spect multi rest/stress test as well. Conclusion: probably normal study compromised by multiple artifacts; no evidence of ischemia or infarction by perfusion imaging; normal left ventricular systolic function with ejection fraction of 60-65%; computer analysis suggest dilation of the left ventricle with pharmacologic stress. (B)(6) 2014 the patient presented with the chief complaint of back pain. Her neck and back hurt, are stiff and she experiences episodes of bl hand coldness and numbness as well as her right leg "gives out." She reportedly indicated that the pain was located in back (lower, upper, middle with radiation down bilateral legs) and neck (left side, right side, bilaterally with radiation to head). On review of systems, the patient was positive for sever fatigue, joint pain, swollen joints, joint instability, chronic back pain, bone pain, muscle pain, muscle twitching/spasm, muscle stiffness/ cramps, decreased muscle mass, muscle weakness, numbness/tingling, unsteady gait, dizziness, involuntary tremors, anxiety/panic attacks, depression, nervousness and poor concentration. Diagnosis: neck pain; low back pain; cervical, lumbar post-laminectomy; lumbar degenerative joint disease; peripheral neuropathy neuropathic pain, upper extremity. Patient's medication neurontin was increased to 800 mg tid.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 per billing records, the patient underwent CT c-spine without contrast, CT cta chest with & without, CT-t-spine without contrast, CT head without contrast, CT l-spine without contrast, CT-abdomen & pelvis w contrast, CT-omnipaque, chest single view, pelvis-ap view, x-ray shoulder complete rt, ankle comp 3 views left, hip min 2/views left, knee 3 views left. On (B)(6) 2014 per billing records, the patient underwent MRI cervical without contrast, MRI thoracic without contrast. On (B)(6) 2001 the patient underwent CT of head. Impression: grossly negative. The patient underwent CT of chest. Impression: no active inflammatory disease. The patient underwent x-ray of cervical spine. Impression: muscle spasm. On (B)(6) 2001 the patient presented with neck, lower back and leg pain. Medications: lorcet, soma, xanax. Impression: post traumatic cervical strain; left shoulder pain with paresthesia at the c5-6 distribution. R/o cervical radiculopathy; post traumatic lumbar strain with left leg radicular pain and parasthesia at the l5-s1 distribution; right ankle pain, mostly musculoskeletal; insomnia. Ncv studies performed at the left arm and left leg. Interpretation: left lower lumbar radiculopathy; left common peroneal studies were technically difficult. On (B)(6) 2014 patient underwent CT-abdomen & pelvis w contrast. Impressions: 1. Limited evaluation related to patient's arm positioning which produces artifact, particularly over the upper abdomen notably the liver and spleen. 2. Within these limitations, no definite acute process detected. 3. Post fusion changes at l4-l5. 4. Intrahepatic and extrahepatic biliary ductal dilatation status post cholecystectomy. This may be related to post-cholecystectomy change, however, is nonspecific. Followup imaging recommended. Patient underwent CT angiography chest with contrast. Impression: 1. Emphysema with bibasilar atelectasis and/or infiltrate. 2. Age-indeterminate nondisplaced left sixth rib fracture. 3. Minimal wedging of the superior endplates of t3, t8 and t10. These are suspected to be degenerative in nature however, in the setting of trauma, minimal compression type fracture injuries can not be excluded. Correlate clinically. Patient also underwent CT head noncontrast. Impression: no acute intracranial abnormality. Patient underwent CT cervical spine without contrast. Impression: 1. There is an age-indeterminate ossific fragment involving the superior aspect of the dens with its articulation with c1 best seen on the sagittal sequence. Findings are worrisome for a type 1 odontoid process fracture involving the upper part of the odontoid peg. Recommend MRI imaging of the cervical spine with further evaluation. 2. Fusion changes in the spine with degenerative changes as above. Patient also underwent CT lumbar spine without contrast. Impression: post-fusion changes with degenerative change. No fracture or subluxation identified in the lumbar spine. Patient also underwent CT thoracic spine without contrast. Impression: minimal superior endplate deformities involving t3, t8 and t10. This is suspected to represent degenerative change, however, minimal age indeterminate compression injuries at these levels can not be excluded in the setting of trauma. Clinical correlation is recommended. This can be assessed with MRI t-spine as clinically indicated. Patient also underwent x-ray of left ankle. Impressions: 1. Partially images postsurgical change involving the tibia. 2. Well corticated ossific fragment along the inferior margin of the distal fibula. This likely represents a remote fracture or sequel of degenerative change, however clinical correlation is recommended at this site to exclude an age indeterminate fracture. Patient underwent chest x-ray. Impression: no acute cardiopulmonary process. Patient underwent left hip x-ray. Impression: no fracture or dislocation. Left knee x-ray report shows no definite fracture or dislocation. Patient underwent pelvis x-ray which shows no definite fracture or dislocation right shoulder x-ray shows no fracture or dislocation. On (B)(6) 2014 per billing records, the patient underwent MRI cervical without contrast, MRI thoracic without contrast. Impressions for MRI cervical: 1. The exam is significantly limited by patient motion. 2. No acute fracture is noted. A small ossific fragment at the tip of the dens demonstrates a punctatet2/stir signal hyperintensity at the cephalad aspect which may be artifact. The articulation between the ossific fragment and the dens demonstrates no evidence of edema and this finding, while new on the CT cervical spine from (B)(6) 2014 (in comparison with cervical spine CT from (B)(6) 2011), is favored subacute to chronic. 3. Mils cervical spondylosis with moderate spinal stenosis at c3-c4 secondary to a disk osteophyte complex and disk extrusion. 4. Nondisplaced fracture of the superior tip of the odontoid process of c2 as seen on CT, new since the prior MRI with subtle marrow edema involving a small portion of the fragment which may indicate acute or subacute fracture but no edematous soft tissue change or other signs of figamentous injury. 2. Stable postoperative and degenerative changes of the cervical spine. Impressions of MRI thoracic spine without contrast: 1. The exam is limited by patient motion. 2. Within the limitations, there is no acute traumatic injury evident. On (B)(6) 2014 patient presented with joint pain pelvis, pain in limb and backache. On (B)(6) the patient presented for follow up. Assessment: fibrcystic breast disease; generalized anxiety disorder. The patient complained of generalized anxiety disorder. The doctor's assessment was fibrocystic breast disease and generalized anxiety disorder. The doctor scheduled a baseline mammogram and advised to avoid caffeine. On (B)(6) 2003 the patient presented with a pre-op diagnosis of fracture of the left tibia and fibula and underwent a closed intermedullary nailing with russell taylor nailing system procedure. There were no intraoperative complications. On (B)(6)-2003 the patient presented for follow up. X-ray 2-view of the left tib/fib demonstrate progressive callous formation in the tibia fracture as well as on the non-plated fibular fracture. On (B)(6) 2003 the patient underwent x-rays two views of the left tibia fibula demonstrated what appears to be completely healed fracture with no instability and no subsidence and no rotation. On (B)(6) 2005 ). The patient underwent CT of head without contrast, which demonstrated nonspecific CT evaluation of the head done without intravenous contrast. On (B)(6) 2005, per patient billing records, the patient presented in ER and underwent left leg x-rays. The patient complained of leg pain due to her leg injury in the past, x-ray of the leg was obtained, which demonstrated hardware to be in place and no acute fracture or dislocation. No other abnormality was identified. On (B)(6) 2006 the patient underwent pa and lateral chest examination. Impression: normal chest. The patient underwent cervical spine series examination. Impression: degenerative disk disease noted at the c5-c6 and c6-c7 disk levels. The patient underwent lumbosacral spine series examination. Impression: scoliotic curvature of the lower lumbar spine. On (B)(6) 2006 a chest x-ray was taken which was normal. An x-ray of right foot was taken. Impression: negative foot. In a (B)(6) 2006 dated letter from a physician, the impression was: post traumatic cervical strain; post traumatic thoracic strain; post traumatic ls-spine strain; herniated nucleus pulposus of the c-spine; herniated nucleus pulposus of the ls-spine; cervical radiculopathy; lumbosacral radiculopathy; tension-type/migrane headache. On (B)(6) 2006 the patient underwent normal study of upper extremities. On (B)(6) 2007 the patient presented with neck, right shoulder, left arm, right hand, and low back pain. The patient also reported spasms in the left arm, legs, and mid back; numbness and tingling in legs, feet and toes; and throbbing pain in shoulders. Impression: post traumatic cervical strain; post traumatic lumbar strain; post traumatic cervical herniated nucleus pulposus; post traumatic lumbar herniated nucleus pulposus; post traumatic lumbosacral radiculopathy; posttraumatic cervicogenic headaches improved. On (B)(6) 2007 the patient presented for follow up. Assessment: low back pain with questionable bulging disk; gad; mdd. On (B)(6) 2007 the patient had the status of no work. The patient presented for clinical follow up. Assessment: generalized anxiety disorder exacerbated by the illness of her grandson; low back apin, chronic; chronic bone pain, left leg; depression. On (B)(6) 2007 the patient presented for follow up visit. Medications: naproxen, xanax, lortab. Impression: post traumatic cervical strain/pain; post traumatic lumbar pain; post traumatic lumbar herniated nucleus pulposus; post traumatic lumbosacral radiculopathy; history of new onset seizures. On (B)(6) 2014, per (B)(6) records, the patient presented with a vit d deficiency and underwent various labs. Assessment: lumbar strain, lumbar pain, post laminect synd-lumbar, left leg pain s/p operative repeair with metallic foreign body insertion; anxiety/gad; muscle spasm; cervical gia . Post laminect synd-cerv. On (B)(6) 2014, per medical records, the patient presented with hypertension. The patient presented with back pain, lumbar strain, post laminectomy cervical. Assessment: lumbar strain, lumbar pain, post laminect synd-lumbar, left leg pain s/p operative repeair with metallic foreign body insertion; anxiety/gad; muscle spasm; cervical gia . Post laminect synd-cerv. On (B)(6) 2014, the patient presented with back pain. Assessment: lumbar strain, lumbar pain, post laminect synd-lumbar; left leg pain s/p operative repeair with metallic foreign body insertion; muscle spasm; post laminect synd-cerv; anxiety/gad. On (B)(6) 2014, the patient presented for clinical visit with back pain. Assessment: abdominal pain/pelvic pain; dub. On (B)(6) 2014, the patient presented with back pain. Assessment: lumbar strain, lumbar pain, post laminect synd-lumbar; left leg pain s/p operative repeair with metallic foreign body insertion; muscle spasm; post laminect synd-cerv; anxiety/gad. On (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014 the patient presented for follow up of back pain, anxiety, depression, hypertension. Assessment: post laminect synd-lumbar; left leg pain s/p operative repeair with metallic foreign body insertion; muscle spasm; post laminect synd-cerv; anxiety/gad. On (B)(6) 2014, (B)(6) 2014 the patient presented for pain management and she complained of numbness, tingling in her hands and legs. Assessment: post laminect synd-lumbar; left leg pain s/p operative repeair with metallic foreign body insertion; muscle spasm; post laminect synd-cerv; anxiety/gad. On (B)(6) 2014, (B)(6) 2014 the patient presented for follow up for back pain, hypertension, anxiety, depression. Assessment: left leg pain s/p operative repair with metallic foreign body insertion, muscle spasm, anxiety/gad, s/p salpingo-oophorectomy. On (B)(6) 2014 the patient presented for follow up to back pain and anxiety. Medications: norco 325 mg, klonopin. Assessment: left leg pain s/p operative repair with metallic foreign body insertion, muscle spasm, anxiety/gad. On (B)(6) 2014 the patient presented complaining of shoulder pain. No change in assessment.

Manufacturer narrative:
Per the review of images, the findings were: (B)(6) 2008 lumbar MRI sagittal views show edema about the l4 disc space involving both the inferior l4 and superior l5 endplates. Large hnp is noted on the left at this level that grossly deforms the spinal canal and dural sac. Profound stenosis and nerve compression is seen at this level. The other levels appear normal on sagittal views. Axial views show a very large l4 hnp on the left displacing the l5 root and dural sac to the right. High grade stenosis is verified both foraminal and central at this level. (B)(6) 2010 lumbar MRI sagittal and axial views are again reviewed. Recurrent hnp is noted again at l4. Disc collapse and endplate sclerosis are also noted. Laminectomy appears to have been performed on the left at l4. Dural sac is again displaced to the right and dorsally by the disc fragment. The other levels are normal. (B)(6) 2010 chest x-rays pa and lateral films show normal cardiac, pulmonary and bony relationships. These films are normal. (B)(6) 2010 lumbar x-rays several sets of ap and lateral views are taken during fusion procedure at l4/5. The initial films localize the l4 level. Subsequently, films appear to show poor placement of the l5 pedicle screw on the right, distal to the pedicle. Additional films taken several minutes later show this to have been corrected and an interbody spacer has been placed. (B)(6) 2010 lumbar CT axial views taken through the fusion site at l4 appear to show good position of the pedicle screws within the pedicles and outside the canal. Interbody spacer is well positioned and appears to have bridging bone spanning l4 to l5. A small amount of heterotopic bone is suspected on the left within the insertion track for the interbody spacer. No significant nerve compression is noted. (B)(6) 2010 cervical MRI stir sagittal view shows reversal of the cervical lordosis, profound edema at the c5/6 level with a good portion of the bodies of c5 and c6 showing increased uptake. Disc bulges are seen at c3/4, c4/5, c5/6 and c6/7 with slight flattening of the cord at each location. Axial views support the midline stenosis mentioned above, most profound at c6/7 where there is flattening of the cord. (B)(6) 2010 chest x-rays pa and lateral films show normal cardiac, pulmonary and bony relationships. These films are normal. (B)(6) 2011 chest x-ray pa and lateral films show normal cardiac, pulmonary and bony relationships. These films are normal. (B)(6) 2011 cervical x-rays localization film taken during fusion surgery with needle within the c5/6 disc. Final x-ray shows acdf plate with bone graft starting at c5 to c6 to c7. The lower aspect of the plate is obscured by the shoulders on this lateral view. (B)(6) 2011 cervical CT the axial views of this study show clearly the construct that was inserted on january 24. Anterior decompression is seen best at c6/7 with minor residual stenosis on the right. Plate and spacer/graft are in midline. Ac c5/6 there is considerably less decompression of the uncovertebral joints with some residual foraminal stenosis here. The spacers, screws and plate appear to be in excellent position. (B)(6) 2011 gallbladder ultrasound no spinal pathology imaged (B)(6) 2012 cervical MRI artifact is noted on the sagittal stir images suggesting acdf with plating from c5 to c7. Cord compression has been resolved in this location. Bulging persists at c3/4 with minor cord compression. Cervical sagittal alignment continues to be flat or slightly kyphotic. Axial views verify cord compression ventrally at c3/4. Some residual foraminal stenosis is suspected at c5/6 and c6/7. Lumbar MRI fusion with pedicle screws has been performed at l4. There appears to be no residual stenosis at l4. Minimal superior endplate edema is seen at l4. The remainder of the levels appear normal. Axial views show good correction of stenosis through the l4 level. No stenosis at other levels. Exact position of screws cannot be verified due to artifact. (B)(6) 2014 head CT no spinal pathology imaged (B)(6) 2014 cervical CT previous acdf from c5 to c7 is again seen. Fusion now appears solid. Residual stenosis is suggested most pronounced at c5/6 centrally. Foraminal stenosis is also suspected more on the left at both c5/6 and c6/7. Plate and screws along with interbody spacers remain in good position. Lumbar CT penetration of the left l5 screw is seen through the anterolateral l5 body. Screws appear to be within the pedicles at both levels. Some scarring or heterotopic bone is suspected on the left in the l5 subarticular recess. Heterotopic bone is seen along the insertion track of the interbody spacer on the left at l4.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010, per medicaid records, the patient presented with lumbar disc displacement. The patient presented for headache back pain follow up. Impression: djd of the c-spine; post traumatic neck pain; post traumatic lumbar pain with history of recurrent disc herniation; failed back syndrome; post traumatic chronic headaches. On (B)(6) 2010, per (B)(6) records, the patient presented with lumbar disc degeneration. The patient presented for head ache, back pain and neck pain follow up. Impression: posttraumatic neck pain; posttraumatic lumbar pain; post traumatic lumbar disc herniation/recurrent disc herniation; posttraumatic chronic headaches/ cervicogenic headaches. On (B)(6) 2010, the patient presented for headaches, back pain , neck pain follow up. Impression: post traumatic neck pain; post traumatic cervical hnp; post traumatic lumbar pain; s/p interbody fusion; post traumatic cervicogenic headaches. On (B)(6) 2001 the patient underwent CT of head. Impression: grossly negative. The patient underwent CT of chest. Impression: no active inflammatory disease. The patient underwent x-ray of cervical spine. Impression: muscle spasm. On (B)(6) 2001 the patient presented with neck, lower back and leg pain. Medications: lorcet, soma, xanax. Impression: post traumatic cervical strain; left shoulder pain with paresthesia at the c5-6 distribution. R/o cervical radiculopathy; post traumatic lumbar strain with left leg radicular pain and parasthesia at the l5-s1 distribution; right ankle pain, mostly musculoskeletal; insomnia. Ncv studies performed at the left arm and left leg. Interpretation: left lower lumbar radiculopathy; left common peroneal studies were technically difficult.

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2006 chest x-ray hilar prominence noted, lung and heart appear ok. No rib fractures. Angle of clavicles is unusual due to angle of shot. Otherwise normal. Cervical spine series lateral view shows considerable ddd at c6/7. The lordosis is reversed. There is moderate disc collapse at c5/6 and c4/5 as well. Ap and oblique views appear normal. Odontoid views show lateral masses of c1 properly centered on c2. Lumbar spine series ap is straight. Sclerosis is seen about both si joints. Naval ring is suspected. Oblique views show no significant facet disease except for l5/s1. Lateral and l5/s1 spot show disc arthritis at l5/s1. Right ankle series three views of the right ankle appear normal, including ap, lateral and mortise. Right foot series ap, lateral and oblique views are normal except for a bifid medial sesamoid. (B)(6) 2007 ap/lateral tibia static locked rt nail is present in the left tibia with two locking screws proximally and distally. Fracture scar is seen at the junction of the distal and middle thirds of the tibia and in the proximal quarter of the fibula. Brain CT no evidence of fracture or major brain injury is detected (B)(6) 2008 cervical MRI reversed lordosis with desiccation of all cervical discs. Bulging with loss of ventral subarachnoid space is seen at c3/4 and c5/6. Axial views shows hnp left paracentral with cord compression at c5/6 lumbar MRI large central and left paracentral hnp is noted at l4 with severe stenosis at that level collapsing the dural sac. Sagittal views show collapse and desiccation of the l4 disc as well with large sequestered disc fragment at that level. (B)(6) 2008 chest x-ray two views show satisfactory lung fields, normal cardiac shadow, rib cage, spine and shoulders appear normal. (B)(6) 2008 lumbar spine x-ray one view intraoperative lateral view of patient on wilson frame. Freer elevator is positioned at l4, the level of the previously documented sequestered hnp (B)(6) 2008 chest x-ray portable chest x-ray ap upright reveals no interval changes from previous films. (B)(6) 2008 lumbar MRI sagittal and axial views with t1 and t2 sequences with gad contrast show previous left l4 laminectomy with abundant scar and dural sac compression. Post gad sequences show large non-enhancing component in mid scar suggesting new disc herniation. This appears to be largely responsible for the dural sac compression and displacement to the right on axial images at l4. Sagittal views show edema of endplates at l4 that extends to mid vertebral body. (B)(6) 2010 lumbar MRI sagittal views show large recurrent hnp at l4. Axial views show scar and displacement of the dural sac with disc fragment on the left. Significant stenosis is present at the l4 levels. (B)(6) 2010 chest films 2 views pa and lateral views are normal. Bony , cardiac, pulmonary anatomy completely normal. No pathology seen. (B)(6) 2010 intraoperative lumbar lateral lumbar films 4 views initial lateral shows penfield #4 at the l4 foramen. Subsequent lateral shows pedicle screws placed in l4 and l5 with elevator still in place. Subsequent lateral fluoroscopy shows capstone spacer in placed at l5. No rods in place as yet. Final lateral film shows rods, screws and intra-discal spacer in place at l4/5. (B)(6) 2010 lumbar CT developing fusion through interbody spacer. Some heterotopic bone can also be seen on sagittal views posterior to the superior endplate of l4. Axial views do not verify solid fusion. Sagittal views show good incorporation of the graft however full fusion is hard to verify. (B)(6) 2010 cervical MRI sagittal t2 sequences show flattened cervical alignment. Sclerosis is seen at c5/6 with some apparent bulging and indentation of the cord at this level. Cord compression is also noted at c3/4. Disc bulging is also seen at c3/4, c4/5 and c6/7. (B)(6) 2010 chest x-ray 2 views pa and lateral views appear grossly normal. Breast shadows, bone, heart and lung fields are normal. (B)(6) 2011 chest x-ray 2 views pa and lateral views appear grossly normal. Breast, bone, heart and shadows, lung fields are normal. Some hilar prominence is seen (B)(6) 2011 cervical x-rays two lateral views the first a position verification during acdf with needle in the c5/6 disc space held by a hemostat. The second postop view of acdf with plate and bone plugs in place from c5-c6-c7. (B)(6) 2011 cervical CT regular and fine cut axial views show spacers at c5/6 and c6/7 with anterior cervical plate with 6 self-tapping screws well positioned. The type of spacer is not recognized. Bone fusion has not yet occurred. There appears to be some bone resorption around the spacers. (B)(6) 2011 gallbladder ultrasound no bony pathology seen (B)(6) 2012 MRI cervical sagittal t2 shows cervical arthrodesis through acdf at c5/6 and c6/7. No residual stenosis is noted. Disc bulge is noted at c3/4 with slight ventral cord flattening, but no cord signal changes. Axial views verify the cord compression in midline at c3/4. MRI lumbar fusion with implants seen at l5/s1. There is some scare and prominence on the left at l5 that displaces the dural sac slightly. Interbody graft appears to sit in transverse position consistent with dlif. Screw position appears satisfactory. (B)(6) 2014 CT head axial and coronal cuts show neural structures in good position symmetric at the midline. Study extends down to c2. CT cervical spine shows two level acdf with solid arthrodesis. No residual stenosis is seen. Plate and screws are at midline without evidence of dysfunction. CT abdomen/pelvis single level fusion noted at l4/l5 is seen. Study is clearly not designed to show spinal detail. Screws are present as is spacer at the l4 level. Abundant artifact is seen. No other abdominal pathology is seen CT thoracic spine sagittal and axial views show no cord compression, hnp or stenosis. Cervical plate is clearly visible and in good position without stenosis. CT lumbar screws and rods noted holding the l4 to l5 bodies. Arthrodesis appears solid, with bridging bone anteriorly. No heterotopic bone or pressure upon the neural elements is appreciated. Chest x-ray single ap view of the chest appears normal. Clavicles, ribs, shoulders, ribs, lung and heart shadows all appear normal. CT angiography chest ap pelvis, pelvis shows arthrodesis at l4/5 that appears solid anteriorly and in the lateral gutters. Pelvis shows normal hips, si and pubis. No arthritis in these areas. Hip films ap and lateral show no arthritis and normal hip neck shaft angle and nor significant arthritis. Shoulder series shows two level acdf at c5/6 and c6/7. Right shoulder itself shows normal shoulder without instability. Lung field is intact. Ap and lateral tibia films show static locked tibial nail spanning the tibia, stopping well short of the nerve compression proper length is verified at knee and ankle. (B)(6) 2014 cervical MRI studies show plate and screws at c5/6 and c6/7 with considerable artifact. No evidence of fracture, dislocation nerve c ompression is seen at any level. Quality of study is poor. Thoracic MRI desiccation and narrowing of t5/6 disc is seen without bulge or cord compression. Canal is widely patent. Sagittal alignment is intact. Cord signal normal. Axial views show no hnp or stenosis.

Event description:
On (B)(6) 2014, the patient presented with the following medical conditions: high blood pressure; severe anxiety; back and neck pain; leg pain. On (B)(6) 2014, the patient presented with indication of cough and underwent x-rays of the chest. Impression: no acute process. On (B)(6) 2014, the patient presented with chief complaint of pusting. The patient underwent the following exams: lungs computed tomography angiography; heart regular rate and rhythm; "abd.soft, nd/nt." Impression: heavy bleeding; pelvic pain. On (B)(6) 2014, the patient presented with following pre-operative diagnosis: poly menorrhagia; pelvic pain; dysmenorrhea; dyspareunia. The patient underwent following procedures: diagnostic hysteroscopy with dilation and curettage; thermachoice ablation of endometrial; diagnostic laparoscopy with lysis of adhesions bilateral oophorectomy. The patient had the following post-operative diagnosis: poly menorrhagia; dyspareunia; dysmenorrhea; pelvic pain; pelvic adhesions involving bowel. There were no patient complications. The microscopic examination showed the following findings: 1. Multiple sections of the endocervical curetting show fragments of endocervical tissue with focal benign squamous metaplasia. No evidence of squamous dysplasia or malignancy is seen. 2. A section of the endometrial curetting show fragments of endometrial tissue with small round glands showing open vesicular nuclei with minimal stratification and dense cellular stroma consistent with early proliferative phase. No evidence of endometrial hyperplasia or malignancy is seen. 3. Sections of the bilateral ovaries cystic follicles with the ovary showing a benign corpus luteal cyst with associated hemorrhage. No evidence of malignancy is seen. Sections of the bilateral fallopian tubes show a single fallopian tube with a benign paratubal cyst. No evidence of malignancy is seen. On (B)(6) 2014, the patient presented for staple removal. The patient underwent the following exams: lungs computed tomography angiography; heart regular rate and rhythm; abd.soft, nd/nt."

Event description:
It was reported that the patient underwent a transforaminal interbody fusion surgery at l4-5 where a peek cage was packed with rhbmp-2/acs. Following the surgery, the patient complained of worsening pain, limited movement, and numbness. The patient underwent a lumbar CT scan in (B)(6) 2011 and an MRI in (B)(6) 2012. The CT scan reportedly indicated ectopic bone growth at the level of the fusion in the neurofilaminal.